Event description:
One of our cre dilating balloons reference # m00558500 popped while dilating. The water leaked out, but no harm was caused. Manufacturer response for cre 18-20 mm wire guided, cre 18-20 mm wire guided (per site reporter), pending.